Event description:
It was reported that a homechoice (hc) device experienced an unknown malfunction. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should the device be received or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. A visual inspection and functional testing were performed. The reported problem was identified as a system error (se) 2199 with a cause of an issue with the membrane gasket. The membrane gasket was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.